Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a cracked screen. It was also reported that the power cable would not retract. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit the touchscreen was removed/replaced and equipment powered up in clinical mode. The equipment appeared to be working fully functional. The equipment was then put through touchscreen calibration and touchscreen function check - all tests passed. The equipment is not fit for clinical use. The retractable cord was also stuck. This has also been resolved.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced touchscreen assy, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.